Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. An 8.0mmx20mmx135cm (4f) sterling balloon was advanced for dilation. However, during the first inflation until it reached to 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.